Event description:
Pt completed having cardiac catheterization and femoral angiogram was performed to determine position of sheath; as is recommended. Devices were inserted to seal artery. The dissolvable suture was deployed with the outer part of assembly, however, the md was unable to unscrew the two outer "introducers." The collagen plug which is housed in inner most green tubing was left inside the white tubing and the operator was not able to remove either of the introducers or the collagen plug. The tubing between the two white introducers was cut and the md could see the inner green tubing. The md was unable to remove both of them still. Vascular consult was immediately obtained. Pt was taken to the operating room for open removal of devce and sutured the artery and closed the site. The anchor was found in 'open' (t formation) position on the inner wall of the artery and was still connected to the suture. The collagen plug was in the subcutaneous tissue. The anchor, suture and collagen plug were all removed during surgery. Pt was observed overnight and had no complications. At the time of discharge, the pt had positive peripheral pulse and no bleeding at the site. He was discharged on (B)(6) 2015.